Event description:
Communication from rn (B)(6) regarding patient's pump. "Patients pump kept alarming and reading error, so I had to run infusion in via gravity for last 2 hours. She will need a new pump delivered prior to her next infusion." No additional information available. 1. Did the reported product fault occur while in use with the patient? Unknown. 2. Did the product issue cause or contribute to patient or clinical injury? If yes, was any medical intervention provided? Unknown. 3. Is the actual device available for investigation? Unknown. 4. Did we replace the device? Unknown. 5. Did the patient have a backup device they were able to switch to? Infuse via gravity. Reported to (B)(6) by: health professional.